Event description:
The user facility reported experiencing slightly lower than normal gas exchanged performance during a bypass procedure. The case was reportedly completed using the oxygenator with no patient complications or injuries. However, the perfusionist thought there might have been some trace amount of blood leaking from the gas port of the oxygenator by the end of the case. Additional event specific information was not available.